Event description:
Procedure: roux-en-y. According to the reporter: when stapling across the stomach, half of the staples deployed. The doctor over sewed the staple line to correct the problem. Or time delay was reported as 45 minutes.